Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:14:36. During night drain cycle four, the patient's ultrafiltration reading was 1003ml, indicating the patient drained 1153ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. External/internal inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.